Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces connecting to the unlocked lcd board. The insulin pump was received with minor scratches on the lcd window and a cracked belt clip slot.(B)(4)

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose reading was 194 mg/dl. The customer stated she could not use the arrow buttons while checking the bolus. The customer also stated that the pump also tried to rewind on its own. The customer stated that the up and down button arrows were unable to operate. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will send back replacement insulin pump.